Event description:
Account alleged that the head hi/low is drifting down. There were no reports of injury.

Manufacturer narrative:
Account inspected the emergency trendelenburg valve and it seemed to be damaged. Technical support told account that they can swap it with the cardio pulmonary resuscitation valve and see where the issue follows. No further info is available on the repair.